Manufacturer narrative:
No sample was returned for evaluation. A potential failure mode could be " bag will not expand/vinyl stuck together". A potential root cause for this failure could be" static". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "lever tap the leg bags feature an easy to use lever drainage tap. When your leg bag is in position, you can open the tap by moving the lever downwards, away from the body until it lies flat. The arrow on the top indicates direction of flow. To close it, pull it upwards so that it rests against the bag. Important: always remember to close the tap after emptying." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the bags were tearing and sticking shut.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was not returned.

Event description:
It was reported that the bags were tearing and sticking shut.